Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is scheduled for later in the year.

Event description:
The hearing performance with the device is affected. The measurements taken during the last audiological appointment showed a possible device malfunction. The user reported that he could hear stimulation during mapping and for about 10 minutes when disconnected from the computer. Then he reported it "shut off" and he heard nothing.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturer_s experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The hearing performance with the device is affected. The user reported that he could hear stimulation during mapping and for about 10 minutes when disconnected from the computer. Then he reported it "shut off" and he heard nothing.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance with the device is affected. . The user reported that he could hear stimulation during mapping and for about 10 minutes when disconnected from the computer. Then he reported it "shut off" and he heard nothing.

Event description:
The hearing performance with the device is affected. The user reported that he could hear stimulation during mapping and for about 10 minutes when disconnected from the computer. Then he reported it "shut off" and he heard nothing. The user has been re-implanted. At explantation it was found that the electrode array was only partially inserted.

Manufacturer narrative:
Conclusions: device investigation confirmed that the stimulator electronics failed. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Other damages found during investigation are most likely related to explantation surgery. Further information on the device explantation report states that the electrode migrated partially out of cochlea. A full insertion was achieved at implantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.